Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that when the doctor used the handpiece at the beginning of the operation, he found sparks from the handpiece tip. The doctor tried to adjust the energy to avoid sparks, but after several tests, there were still sparks on the tip off the handpiece tip . Finally, the doctor replaced to a new handpiece to complete the operation. There was no reported impact to patient outcome.